Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material resembles glass or some crystalized material which is most likely a result of insufficient cleaning. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air/water tube and nozzle was clogged with foreign objects due to insufficient cleaning of the scope. Upon further inspection, it was observed that the switch box and scope connector case unit had a dent. It was also observed that the label on the scope connector was peeled. It was observed that the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. Lastly, a scratch was observed on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope air/water channel was clogged. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.